Manufacturer narrative:
The cause of the event could not be determined.

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall. Correction/removal report number has been updated.

Event description:
The customer stated that they received erroneous results for two patient samples tested with the elecsys vitamin d total gen. 2 assay on a cobas 8000 e 602 module. The erroneous results were reported outside of the laboratory. The first sample initially resulted with a vitamin d value of > 100 ng/ml accompanied by a data flag. The sample was repeated, resulting with a value of 24 ng/ml. The second sample, from a (B)(6) female patient born on (B)(6), initially resulted with a vitamin d value of > 100 ng/ml accompanied by a data flag. The sample was repeated, resulting with a value of 29 ng/ml. The field service engineer checked the analyzer and determined there was a fluidics failure due to misadjustment of the mixer paddle. The engineer performed maintenance on the analyzer. Quality controls passed for other tests. After these service actions, the customer stated that the issue recurred and vitamin d data from a third patient sample was questioned. No adverse events were alleged to have occurred with the patients. The e 602 analyzer serial number is (B)(4). The field service engineer returned to the site and suspected the issue was related to the reagent pack. The reagent pack was replaced with a pack from a new lot number (lot 366706). The customer ran calibration and controls; all results passed and were within specifications. All further patient samples tested for vitamin d had no issues. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue.